Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment and liquid under the display. No harm requiring medical intervention was reported. The device will be returned for analysis.